Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. Hemostasis was achieved by manual compression for twenty-five minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The device was used after a percutaneous coronary intervention (pci) procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non cordis vascular sheath introducer. The vessel type was femoral, arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. There was mild vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device was not returned for evaluation as was initially reported. Addendum: product evaluation demonstrates that the balloon was exposed and not retracted, and the core wire was misaligned.

Manufacturer narrative:
This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available due to need for additional testing. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. Hemostasis was achieved by manual compression for twenty-five minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The device was used after a percutaneous coronary intervention (pci) procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel type was femoral, arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. There was mild vessel tortuosity. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were depressed, however, the balloon was exposed and not retracted. Neither the syringe nor the procedural sheath were returned for analysis. The stopcock was set in the open position. The sealant was deployed and not returned for analysis. The atraumatic tip did not present any damages or anomalies. The device was blood saturated. No other outstanding details were noticed. Per functional analysis, an inflation/deflation test was performed on the returned device to ensure the balloon¿s functionality according to the IFU. The results revealed a leak in the balloon. Per microscopic analysis, the balloon was inspected using a vision system to obtain a magnified image, and a pin hole was confirmed. Additionally, the device was disassembled, and it was observed that the core wire that retracts the balloon when button #2 is depressed was misaligned. The product history record (phr) review of lot f2229922 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device due to the pin hole noted. Additionally, a condition of ¿balloon-retraction jam¿ was noted in the returned device since the balloon was not retracted with button #2 fully depressed. The exact cause of the pin hole and issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was mild presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (although not returned) most likely contributed to the reported pin hole since a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause damage to the balloon. Regarding the condition of the not retracted balloon noted on the returned device, this issue appears to be related to the displacement of the core wire related to the balloon retraction mechanism observed in the internal configuration. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the products labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ the IFU also instructs users to discard the device if it does not maintain pressure. Per the IFU, step 3: remove device, ¿pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the product analysis suggest that the reported balloon loss of pressure could be related to the design or manufacturing process of the unit. However, based on product analysis of the non-retracted balloon condition observed, the issue experienced appears to be related to the manufacturing process of the unit. Therefore, a risk assessment to address this issue was initiated.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2229922 presented no issues during the manufacturing process that can be related to the reported event. This device is reported to be available for analysis but has not been received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6f/7f mynx control vascular closure device (vcd) ruptured. Hemostasis was achieved by manual compression for twenty-five minutes. The patient¿s status was recovered and the hospitalization was not extended as a result of the event. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The device was used after a percutaneous coronary intervention (pci) procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the 6f non cordis vascular sheath introducer. The vessel type was femoral, arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild presence of calcium in the vicinity of the puncture site. There was mild vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.